Event description:
On (B)(6) 2016, (B)(6) underwent placement of an angiodynamics' smartport product, catalog number ct80stpd; lot number 4969640. Upon information and belief, the device's description is as follows: smartport CT single titanium port system. The device at issue was implanted by dr. (B)(6), md., at (B)(6), in (B)(6), for long-term venous access for plaintiff's chemotherapy and blood draws. On or about (B)(6) 2022, a CT neck with contrast, administered to (B)(6), revealed the presence of right internal jugular vein thrombophlebitis. The plaintiff's condition was determined to be associated with his smartport. The plaintiff's medical team found that plaintiff developed thrombosis of the lower cervical right internal jugular vein with inflammatory changes in his cervical soft tissues, which qualified his condition as thrombophlebitis. On (B)(6) 2022, (B)(6) returned to (B)(6) in (B)(6), for removal of the defective port-a-cath, which, upon information and belief, was removed by dr. (B)(6), md, a radiologist. As a result of having the smartport implanted, (B)(6) has, allegedly, experienced significant pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to obligations for medical services and expenses.

Manufacturer narrative:
The customer's reported complaint description of 'patient experienced thrombophlebitis in internal jugular vein' cannot be confirmed due to the patient centric nature of the serious adverse event (sae). No port or catheter tubing product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue, just patient sae of thrombophlebitis. Thrombophlebitis is cautioned in the device dfu as potential complication for an implanted port system. A device history record (DHR) review of the packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use (107102) which is supplied to the user with this catalog number, contains the following statements: warnings absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. When using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. After any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism, clot formation, fibrin sheath, infection, inflammation, thromboembolism, thrombophlebitis, thrombosis. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).